Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving stimulation on his right side. An sjm representative met with the patient and lead diagnostics showed contacts 9-16 were all invalid. Reprogramming was unable to resolve the issue. Fluoroscopy showed a possible lead fracture. Surgical intervention may be pending to address the issue.